Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she was unable to locate the string to remove the tampon pledget from her vaginal cavity. Consumer did not provide contact information to follow up with her to obtain further information regarding her outcome and medical treatment, if any.